Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the reported condition of device not detected on bus was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order # (B)(4) the fse reported that upon diagnosing, module board was replaced and customer confirmed station was functioning properly. The report was closed. During dchu visual inspection: p/n 151903-01: was received with signs of thermal damage on component u300 and capacitor c302. During dchu testing: p/n 151903-01: the testing from dchu was not necessarily due to the signs of thermal on internal components of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to components u300 and c302 on the full height cubie pmc (p/n 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus, there was a failed drawer that cannot open. As per part investigation, it was determined that the damage along the pcba and signs of thermal damage on component u300 and capacitor c302 were found. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) identified the issue and replaced the module control board. After the replacement, the customer verified the functionality and confirmed that it was operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus, there was a failed drawer that cannot open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.